Event description:
Additional information received from the patient. It was reported that the patient couldn't get the "check position" to light up in the menu selection. They can't lay down with stimulation on because it knocked the heck out of them and shocked them. They took the battery out of the controller but that didn't resolve the issue. Adaptive stimulation was off and the patient then turned adaptive stimulation on and was able to see the "check position" in the menu screen. The issue occurred in (B)(6) 2019. The issue was resolved.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the ¿check position¿ light for adaptive stim (as) was greyed out and was not working and when the patient lied down, he got a constant jolt. The patient took the battery pack, but the issue did not resolve. C1 and 2 were seen and the patient was directed to press on the number 1, then press on the as icon. The patient was seeing that it was off, so they turned it on because as was supposed to be on. When the patient pressed on the menu, they confirmed that the ¿check position¿ light was no longer greyed out. There were no further complications reported or anticipated.